Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient is experiencing chronic atrial fibrillation. The battery voltage measures 2.64v and the clinician was questioning if there may be early device battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Event description:
It was reported that the patient is experiencing chronic atrial fibrillation. The battery voltage measures 2.64v and the clinician was questioning if there may be early device battery depletion. The device is still in use. No patient complications have been reported as a result of this event. It has been further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.